Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023. Two samples received for investigation. Upon visual evaluation, no defects or issues observed. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. A device history review was performed for reported lot 2210101, no deviations or non-conformances related to this issue were identified during the manufacturing process. Break out force, sustaining force and silicone content tests are performed, results for lot 2210101 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the occlusion alarm is triggered. Suspicion of a problem with the pet syringe of the batch rather than the pca which works normally with other batches. The triggering of the alarm would be due to a problem with the plunger not sliding properly.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the occlusion alarm is triggered. Suspicion of a problem with the pet syringe of the batch rather than the pca which works normally with other batches. The triggering of the alarm would be due to a problem with the plunger not sliding properly.